Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿a hard time pushing the product out¿, also stating eventually ¿the product began leaking out around the needle¿. Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: "1.0 ml syringe with 0.4 ml of gel remaining in it, received in an opened tray & pack. Cracks observed at the 3 mm luer lock level. Plastic parts are missing." A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported one syringe of juvederm voluma xc had ¿a hard time pushing the product out,¿ also stating eventually ¿the product began leaking out around the needle.¿ patient contact occurred. No injuries were reported. The packaged needle was used.